Event description:
The customer reported a failure to discharge in testing. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported a failure to discharge in testing. There was no report of pt involvement. The device was evaluated by philips field service engineer. The issue was identified as a faulty external paddles set. The paddle set was replaced. The device passed testing and was returned to service.